Event description:
It was reported to philips that a manually added patient was not able to be included in the recording, preventing the system from starting the x-ray scan. No harm was reported to philips. Philips has started an investigation of this complaint.